Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was also noted that ventricular intrinsic amplitude was out of range. This pacemaker was programmed to vvir, and after testing rv sensing was programmed back to bipolar and unipolar pacing. Review of stored episodes revealed noise with oversensing and greater than two seconds of pacing inhibition. Technical services (ts) discussed possible causes including electromagnetic interference (emi) or diaphragmatic noise. Sensing was automatic gain control (agc), however fixed sensing seemed more appropriate. The field representative planned to speak with the health care professional (hcp) about additional testing and potentially reprogramming agc to fixed sensing. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that recently stored ventricular events exhibited oversensed noise and pacing inhibition greater than two seconds. It was unclear whether there was underlying conduction, and lead fracture was suspected. Technical services (ts) recommended further lead testing in the clinic. This pacemaker and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was also noted that ventricular intrinsic amplitude was out of range. This pacemaker was programmed to vvir, and after testing rv sensing was programmed back to bipolar and unipolar pacing. Review of stored episodes revealed noise with oversensing and greater than two seconds of pacing inhibition. Technical services (ts) discussed possible causes including electromagnetic interference (emi) or diaphragmatic noise. Sensing was automatic gain control (agc), however fixed sensing seemed more appropriate. The field representative planned to speak with the health care professional (hcp) about additional testing and potentially reprogramming agc to fixed sensing. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that recently stored ventricular events exhibited oversensed noise and pacing inhibition greater than two seconds. It was unclear whether there was underlying conduction, and lead fracture was suspected. Technical services (ts) recommended further lead testing in the clinic. This pacemaker and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensed noise with pacing inhibition. It was noted that the pacemaker remains in service. The day after the lead revision, episode review was requested for a ventricular episode from the date of the procedure. It was unclear whether the oversensed noise with pacing inhibition was indicative of the known rv lead concerns or possible electromagnetic interference (emi) from the lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was also noted that ventricular intrinsic amplitude was out of range. This pacemaker was programmed to vvir, and after testing rv sensing was programmed back to bipolar and unipolar pacing. Review of stored episodes revealed noise with oversensing and greater than two seconds of pacing inhibition. Technical services (ts) discussed possible causes including electromagnetic interference (emi) or diaphragmatic noise. Sensing was automatic gain control (agc), however fixed sensing seemed more appropriate. The field representative planned to speak with the health care professional (hcp) about additional testing and potentially reprogramming agc to fixed sensing. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.